Event description:
Doctor indicates non integration of the xifnt413 implant. He further stated that the day when he tried to place the screw the implant was not integrated and it had relocated to the sinus. Implant was removed.

Manufacturer narrative:
One osseotite tapered certain implant was returned for investigation. The product was misplaced in house. The complaint will be reopened if the product is located. X-rays were provided by the customer. The radiographs confirm that the implant was located in the maxillary sinus. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F (11/15) ¿ biomet 3i dental implant IFU · biomet 3i surgical manual (instsm rev g 12/17) information identified: potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Radiographic transparencies: the vertical height of the bone can be determined radiographically. Accurate measurement of the vertical dimension on the radiograph facilitates the selection of the appropriate implant length. This helps to avoid implant placement into the maxillary sinus, the floor of the nose or the mandibular canal, and prevents perforation of the inferior aspect of the mandible. Measurements can be made directly on the panoramic radiograph using a millimeter ruler. Corrections should be made for the degree of enlargement or reduction produced by the particular radiographic equipment. Complainant reported ¿the implant was not integrated and it relocate to sinus¿. The complaint is confirmed as radiographs showed the implant relocated into the sinus. A definitive root cause could not be identified for this complaint. Based on the DHR review, there were no manufacturing deviations or material deficiencies identified that could cause or contribute to the reported event. The following sections were updated: date of this report. Expiration date, (B)(4). Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿ device manufacture date. Evaluation codes. Additional narrative.